Manufacturer narrative:
It was reported by the customer that there was a flow issue / fluid blockage during priming when the medication got to the filter. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013902 lot number 23119346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 10013902, batch#: 23119346. It was reported by the customer that was straight-priming the line for a patient's infusion. The medication was keytruda. When the fluid got to the filter, suddenly, the line stopped flowing. Nurse connected the tubing to the pump to try and get the pump to prime the line, and the pump beeped "occluded, patient side." Nurse asked two other nurses with me to help me troubleshoot. They said that the same thing happened to them a couple days ago, and they replaced the filter, and then everything worked fine. They then replaced the filter. Verbatim: nurse was straight-priming the line for a patient's infusion. The medication was keytruda. When the fluid got to the filter, suddenly, the line stopped flowing. Nurse connected the tubing to the pump to try and get the pump to prime the line, and the pump beeped "occluded, patient side." Nurse asked two other nurses with me to help me troubleshoot. They said that the same thing happened to them a couple days ago, and they replaced the filter, and then everything worked fine. They then replaced the filter.